Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the night of implant the patient's heart rate was in the 20 beats per minute range because of no capture on the right ventricular (rv) lead. Thresholds were also varying, and there was no sensing in the bipolar configuration. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.